Manufacturer narrative:
(B)(4). A request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with damaged battery was not confirmed or reproduced during evaluation. No other battery issues were found in the event history, however the service record indicated that a battery charge/discharge reading of 1. This suggests that the battery has reached a very low voltage that could be categorized as a damaged battery. The cause of the determined damaged battery was due to depleted batteries. The main batteries and battery harness were replaced to fix the reported condition. The device has not been previously sent into service for the reported condition of "damaged battery". But during previous service on (B)(6) 2009, (B)(6) 2008, and (B)(6) 2007 the main batteries and battery harness were replaced. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged battery; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. The software version is currently unknown at this time. No additional information is available.